Event description:
It was reported to boston scientific corporation that an ultratome xl sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, the physician had introduced device through the scope into the papilla vater. Upon applying current to cut the papilla, the cutting wire broke. The physician managed to withdraw the device safely. Patient was reported to be stable with no further examination needed. The procedure was completed with another ultratome xl sphincterotome . There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted, the exposed cut wire was broken and the broken ends of the cutting wire appeared burnt/blackened. The broken section of the exposed cutting wire had retracted inside the lumen of the extrusion through the proximal pierce hole and the other broken section of the exposed cut wire was attached to the anchor at the distal pierce hole. Further analysis of the cutting wire found it broke at approximately 10 mm from the distal pierce hole. The outer diameter (od) of the exposed cut wire and broken cut wire length were measured and found to be within specification. The condition of the returned incident device was consistent with the complaint that the device cut wire was broken. The most probable root cause of the broken wire is operational context; likely due to the procedural factors and/or generator settings used during the event. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an ultratome xl sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, the physician had introduced device through the scope into the papilla vateri. Upon applying current to cut the papilla, the cutting wire broke. The physician managed to withdraw the device safely. Patient was reported to be stable with no further examination needed. The procedure was completed with another ultratome xl sphincterotome . There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)